Manufacturer narrative:
Vyaire file identification: (B)(4). Service technician was unable to verify customer reported complaints. Ventilator was tested with a known good ac power source, test lung and test circuits, performed several patient outlet port leak tests and the vent passed. Process ventilator through service to meet all factory specifications. However, root cause is unable to reproduce. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the enve ventilator experienced getting a bbram message and the return volumes are 100 mil low. As of this time, there is no information regarding patient involvement with this reported event.